Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms were observed on the ra channel. Noise was unable to be reproduced with patient isometrics and header manipulation. The patient was noted to have complete heart block. Boston scientific technical services (ts) discussed troubleshooting options. The minute ventilation feature was programmed off and no further noise was observed. The physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.